Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-06373 (B)(6) study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and cardiac catheterization was recommended. The target lesion was a de novo lesion located in the proximal right coronary artery (rca) with 99% stenosis and was 5mm long with a reference vessel diameter of 4mm. Following pre-dilatation with a 3.00mm balloon, a 3.0x16mm promus element plus stent was introduced but could not be advanced beyond the ostium of the rca. The same balloon was used again and inflated several times up to 14atm. A 4.00x16mm promus element¿ plus drug-eluting stent (des) was implanted and following post dilatation, the residual stenosis was 0% with timi 3 flow noted. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient presented to hospital for a follow up care visit. The patient reported complaints of significant dyspnea on exertion which was worse than last visit, associated with tiredness and shortness of breath. The patient was diagnosed with unstable angina and was hospitalized the same day. Coronary angiography revealed 80% in-stent restenosis located in the proximal rca. During treatment of isr of the study stent, initially a 4.5 x 15 mm quantum maverick balloon catheter was used which inflated to high pressure. This resulted in watermelon seeding of the balloon. Follow-up angiography demonstrated persistent 40% residual stenosis. A 5mm quantum maverick balloon catheter was inflated to 20 atmospheres with 30% residual stenosis and the procedure was completed with no other complications. The following day, the event was considered as resolved and the patient was discharged from the hospital on the same day.